Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). It was reported that after a coronary artery stenting procedure the patient experienced a myocardial infarction and required a revascularization. The target lesion was located in the proximal left anterior descending (prox lad) artery with 84% stenosis, was 16 mm long with a reference vessel diameter of 3.2 mm. The physician treated the lesion with pre-dilatation and successfully implanting a 3.5 x 24 mm taxus liberte study stent and post-dilatation with 5% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1643 days after the index procedure the patient was admitted with chest pain, cold sweats and shortness of breath. ECG revealed poor progression of r wave in anterior leads without st change. Clinical diagnosis was reported as non-st elevation mi. Cardiac catheterization was recommended. The next day, the 1st diagonal was treated with balloon angioplasty with 35% residual stenosis. A non-target vessel in the ramus was treated with balloon angioplasty and placement of a 2.5 x 12 mm liberte bare metal stent with 16% residual stenosis. The patient was discharged the next day on clopidogrel.